Manufacturer narrative:
The pump was returned to animas for eval. The up arrow, down arrow and contrast keypad buttons were intermittently responsive during testing. There was evidence of keypad adhesive found under the up arrow, down arrow and contrast keypad contacts.

Event description:
It was reported that the up and down arrows are intermittently unresponsive. It was reported the pump is not exposed to water and the keypad is not peeling.